Event description:
It was reported during an atrial fibrillation ablation procedure, a pericardial effusion occurred. A boston scientific blazer dx-20 catheter was used for reference in the cs. A transseptal puncture was done using a baylis hot needle inside an agilis nxt sheath. During geometry creation with a biosense webster penta ray catheter for mapping and a ensite velocity mapping system, the physician was using an agilis nxt sheath with a boston scientific chilli ii ablation catheter, when he lost left atrial access. Despite repeated attempts with the chilli ii catheter, the physician then performed a second transseptal access using the same baylis hot needle and agilis nxt sheath. A boston scientific ultra ice catheter was used for internal ultrasound in the right atrium which immediately showed a pericardial effusion along the left cardiac border. The procedure continued for a short time, but it was noted that the coronary sinus reference catheter was migrating. The procedure was stopped and the physician performed a pericardiocentesis with an immediate retrieval of 100cc of blood and continue flow. An echocardiogram was done to assess fluid status of the pericardium and found a "trivial" amount of fluid present. The pt remained stable throughout this time. The procedure was stopped and the pt was transferred to recovery. No further adverse consequences were reported and the pt was discharged to home.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment.